Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. After a non bsc guide wire crossed the lesion, a 5.0mmx40mmx135cm sterling¿ balloon catheter was advanced. The balloon was inflated at 6 atmospheres on the first inflation however the balloon ruptured at 6 atmospheres on the second inflation after being inflated for 30 seconds. The device was completely removed from the patient and the procedure was completed using a 5mmx4cm mustang balloon catheter. No patient complications were reported and the patient's status was good.